Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by a caregiver that the jejunal feeding tube balloon frequently deflated. The balloon started deflating approximately three weeks after placement. The caregiver also stated that the "saline" in the balloon would not stay in the tube. The caregiver was informed that saline was not recommended for use with this device and was instructed the device should be filled with sterile or distilled water. The caregiver further stated that the stoma site was irritated, reddened, and inflamed with a small amount of bleeding noted at times. When asked what was used to clean the stoma site, the caregiver stated "peroxide and coconut oil." The caregiver was informed that hydrogen peroxide could actually irritate the granulation of the stoma site. Soap and water were recommended to the caregiver in regards to cleaning the stoma site. The caregiver was informed that she should probably seek a physician because she may need triamcinolone acetonide cream or silver nitrate as a prescription. Additional information has been requested but not yet received.